Manufacturer narrative:
The device was received and evaluated. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. The download data shows a small period of high pulse widths that correct themselves. It could not be determined if this was caused by the kinked cannula. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.